Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient initially reported to a company representative on 5/24/2007 that she experienced elevated blood glucose over 500 mg/dl. A follow up call to the patient was made and the patient stated that her blood glucose was elevated to 252 mg/dl three days earlier when she woke up. She stated that her blood glucose can "really go high with stress and mondays are generally stressful." Her normal blood glucose level is around 100 mg/dl. She stated she has a dry mouth and blurred vision when her blood glucose is elevated. She stated that later that day, her blood glucose elevated to 273 mg/dl and "remained in the 200's for the rest of the day." She stated that her blood glucose was 302 mg/dl one day later when she woke up. She stated her blood glucose elevated to 451 mg/dl at 2pm and then 482 mg/dl at 3pm. The patient discovered a 3 inch bubble in the infusion tubing and she changed her infusion site and infusion tubing and bolused. The patient's blood glucose did not lower and she changed her infusion site and insulin cartridge and administered a 12 unit insulin injection. Her blood glucose then lowered to 77 mg/dl and it measured 104 mg/dl the following day when she woke up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.